Event description:
It was reported that the guide pin was pushed in the abdomen by the surgeon when he was screwing in the lag screw, this result as the inner of the lag hex driver was bend at the entry and the guide pin could not went through the hole of the hex driver. The pin was removed by the surgeon and laparoscopy for examination and suturing of bowels was performed.

Manufacturer narrative:
This report was accidentally marked as a 5-day report, this is a 30-day report.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned lag screw driver confirms the stated failure. From the analyses conducted during this investigation, it was determined that the threaded tip fractured mostly likely due to overload. An overload fracture can occur if the mechanical loads applied to the inner retaining rod exceed the strength of the material. It was unknown if the fracture was initiated in a prior surgery. The device exhibits signs of repeated use and wear. A review of the manufacturing records did not reveal any material or manufacturing deviations that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch for the same reported failure. No relevant supporting clinical information has been provided to assist with a clinical investigation. There is no report of the patient's current condition. Based on insufficient information, a clinical assessment cannot be performed at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. If new information is received in the future, this complaint can be re-opened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.